Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation / pelvic infection") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), erythema ("redness"), abdominal distension ("pelvic swollen / stomach swelling") and fatigue ("tired"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, erythema, abdominal distension and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, erythema, fatigue and pelvic inflammatory disease with essure. The reporter commented: consumer stated that she went to the hospital 3 times since (B)(6). Physician said he is going to remove the essure with surgery in end of (B)(6), but she don¿t have financial means. Diagnostic results: papa smears 3 or 4 times, and vaginal us about 3 times and the results said it was not viral nor bacteria. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), pelvic infection ("pelvic infection") and salpingitis ("pelvic inflammation / pelvic infection / pelvic inflammatory infection / papanicolaou and vaginal ultrasound confirmed that her fallopian tubes are very inflamed and red") in a 35-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("more painful periods"). In 2015, the patient experienced pelvic pain ("pelvic pain / pelvic pain chronic") and dyspareunia ("pain during sexual intercourse with her husband"). On (B)(6) 2018, the patient experienced uterine inflammation ("began to feel a lot of inflammation in her uterus"), gastritis ("began to feel a lot of inflammation in her stomach"), back pain ("back pain / I have pain in my back right here at the bottom") and pelvic discomfort ("lot of pressure in the pelvis"). On (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and pelvic mass ("it looks swollen (pelvic swell)"). In 2018, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with feeling abnormal. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), erythema ("redness"), abdominal distension ("pelvic swollen / stomach swelling /stomach to swell"), fatigue ("tired /I get tired"), polymenorrhagia ("much heavier periods / heavier cycle bleeding / excessive and frequent menstruation with regular cycle"), perineal pain ("perineal pain"), dysuria ("having pain whenever I would go to the restroom many times to pee") and haematuria ("little bit of blood when I go pee"). The patient was treated with antibiotics, antiinflammatory/antirheumatic products, surgery and surgery (going to remove with surgery in end on (B)(6). At the time of the report, the pelvic inflammatory disease, pelvic infection, pelvic mass, polymenorrhagia, dysmenorrhoea, pelvic pain, perineal pain, dyspareunia, uterine inflammation, gastritis, back pain, pelvic discomfort, dysuria and haematuria outcome was unknown and the salpingitis, erythema, abdominal distension and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, back pain, dysmenorrhoea, dyspareunia, erythema, fatigue, gastritis, pelvic discomfort, pelvic infection, pelvic inflammatory disease, pelvic mass, pelvic pain, perineal pain, polymenorrhagia, salpingitis and uterine inflammation with essure. The reporter considered dysuria and haematuria to be related to essure. The reporter commented: consumer stated that she went to the hospital 3 times since on (B)(6), and went to four clinics. She explained that at first they thought that this was problems with her organs, and twice she was sent to emergency, but they couldn¿t find out what was wrong. Furthermore the consumer informed that her doctor and her colleague, after all my examinations and results, have reached the conclusion that the implants will have to be removed because her daily life and her sex life are being so badly affected. Physician said he is going to remove the essure with surgery in end on (B)(6). I¿m currently not taking any other medication. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix: on (B)(6) 2018: fallopian tubes are very inflamed and red; on (B)(6) 2018: normal. Ultrasound scan: on (B)(6) 2018: normal. Ultrasound scan vagina: on (B)(6) 2018: fallopian tubes are very inflamed and red papa smears 3 or 4 times, and vaginal us about 3 times and the results said it was not viral nor bacterial. In 2015: implants were in the right place. In 2018 :she was suggested to the doctor at one clinic that they should give her a vaginal ultrasound and after a lot of blood and urine tests, the found pelvic inflammatory infection. They arranged for her to have a papanicolaou test to find out which bacteria or viruses or malignant cells were causing this illness. On (B)(6) 2018 she had all the papanicolaou tests and even blood and urine tests. After 10-15 days, they sent the results and still found nothing but the inflammatory infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("pelvic inflammation / pelvic infection / pelvic inflammatory infection / papanicolaou and vaginal ultrasound confirmed that her fallopian tubes are very inflamed and red") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6)2 013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("more painful periods"). In 2015, the patient experienced pelvic pain ("pelvic pain / pelvic pain chronic") and dyspareunia ("pain during sexual intercourse with her husband"). In (B)(6) 2018, the patient experienced uterine inflammation ("began to feel a lot of inflammation in her uterus"), gastritis ("began to feel a lot of inflammation in her stomach"), back pain ("back pain / I have pain in my back right here at the bottom") and pelvic discomfort ("lot of pressure in the pelvis"). In 2018, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with feeling abnormal. On an unknown date, the patient experienced erythema ("redness"), abdominal distension ("pelvic swollen / stomach swelling /stomach to swell"), fatigue ("tired /I get tired"), polymenorrhagia ("much heavier periods / heavier cycle bleeding / excessive and frequent menstruation with regular cycle"), perineal pain ("perineal pain"), dysuria ("having pain whenever I would go to the restroom many times to pee") and haematuria ("little bit of blood when I go pee"). The patient was treated with antibiotics and antiinflammatory/antirheumatic products. Essure treatment was not changed. At the time of the report, the salpingitis, erythema, abdominal distension and fatigue had not resolved and the polymenorrhagia, dysmenorrhoea, pelvic pain, perineal pain, dyspareunia, uterine inflammation, gastritis, back pain, pelvic discomfort, dysuria and haematuria outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, dysmenorrhoea, dyspareunia, erythema, fatigue, gastritis, pelvic discomfort, pelvic pain, perineal pain, polymenorrhagia, salpingitis and uterine inflammation with essure. The reporter considered dysuria and haematuria to be related to essure. The reporter commented: consumer stated that she went to the hospital 3 times since february, and went to four clinics. She explained that at first they thought that this was problems with her organs, and twice she was sent to emergency, but they couldn¿t find out what was wrong. Furthermore the consumer informed that her doctor and her colleague, after all my examinations and results, have reached the conclusion that the implants will have to be removed because her daily life and her sex life are being so badly affected. Physician said he is going to remove the essure with surgery in end of july, but she doesn¿t have financial means since she was not working and her income is very low. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2018: fallopian tubes are very inflamed and red; on 13-jun-2018: normal ultrasound scan - on (B)(6) 2018: normal ultrasound scan vagina - on (B)(6) 2018: fallopian tubes are very inflamed and red papa smears 3 or 4 times, and vaginal us about 3 times and the results said it was not viral nor bacterial. In 2015 - implants were in the right place. In 2018 she was suggested to the doctor at one clinic that they should give her a vaginal ultrasound and after a lot of blood and urine tests, the found pelvic inflammatory infection. They arranged for her to have a papanicolaou test to find out which bacteria or viruses or malignant cells were causing this illness. On (B)(6) 2018 she had all the papanicolaou tests and even blood and urine tests. After 10-15 days, they sent the results and still found nothing but the inflammatory infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter added, event added:-having pain whenever I would go to the restroom many times to pee, little bit of blood when I go pee. On (B)(6) 2018: no new information added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation"), pelvic infection ("pelvic infection") and salpingitis ("pelvic inflammation / pelvic infection / pelvic inflammatory infection / papanicolaou and vaginal ultrasound confirmed that her fallopian tubes are very inflamed and red") in a 35-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In august 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("more painful periods"). In 2015, the patient experienced pelvic pain ("pelvic pain / pelvic pain chronic") and dyspareunia ("pain during sexual intercourse with her husband"). In february 2018, the patient experienced uterine inflammation ("began to feel a lot of inflammation in her uterus"), gastritis ("began to feel a lot of inflammation in her stomach"), back pain ("back pain / I have pain in my back right here at the bottom") and pelvic discomfort ("lot of pressure in the pelvis"). On (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and abdominal mass ("it looks swollen (pelvic swell)"). In 2018, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with feeling abnormal. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), erythema ("redness"), abdominal distension ("pelvic swollen / stomach swelling /stomach to swell"), fatigue ("tired /I get tired"), polymenorrhagia ("much heavier periods / heavier cycle bleeding / excessive and frequent menstruation with regular cycle"), perineal pain ("perineal pain"), dysuria ("having pain whenever I would go to the restroom many times to pee") and haematuria ("little bit of blood when I go pee"). The patient was treated with antibiotics, antiinflammatory/antirheumatic products, surgery and surgery (going to remove with surgery in end of july.). At the time of the report, the pelvic inflammatory disease, pelvic infection, abdominal mass, polymenorrhagia, dysmenorrhoea, pelvic pain, perineal pain, dyspareunia, uterine inflammation, gastritis, back pain, pelvic discomfort, dysuria and haematuria outcome was unknown and the salpingitis, erythema, abdominal distension and fatigue had not resolved. The reporter provided no causality assessment for abdominal distension, abdominal mass, back pain, dysmenorrhoea, dyspareunia, erythema, fatigue, gastritis, pelvic discomfort, pelvic infection, pelvic inflammatory disease, pelvic pain, perineal pain, polymenorrhagia, salpingitis and uterine inflammation with essure. The reporter considered dysuria and haematuria to be related to essure. The reporter commented: consumer stated that she went to the hospital 3 times since february, and went to four clinics. She explained that at first they thought that this was problems with her organs, and twice she was sent to emergency, but they couldn¿t find out what was wrong. Furthermore the consumer informed that her doctor and her colleague, after all my examinations and results, have reached the conclusion that the implants will have to be removed because her daily life and her sex life are being so badly affected. Physician said he is going to remove the essure with surgery in end of july. I¿m currently not taking any other medication . Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2018: fallopian tubes are very inflamed and red; on (B)(6) 2018: normal ultrasound scan - on (B)(6) 2018: normal ultrasound scan vagina - on (B)(6) 2018: fallopian tubes are very inflamed and red papa smears 3 or 4 times, and vaginal us about 3 times and the results said it was not viral nor bacterial. In 2015 - implants were in the right place. In 2018 she was suggested to the doctor at one clinic that they should give her a vaginal ultrasound and after a lot of blood and urine tests, the found pelvic inflammatory infection. They arranged for her to have a papanicolaou test to find out which bacteria or viruses or malignant cells were causing this illness. On 27-may-2018 she had all the papanicolaou tests and even blood and urine tests. After 10-15 days, they sent the results and still found nothing but the inflammatory infection. Most recent follow-up information incorporated above includes: on 9-aug-2018: events were added: it looks swollen, pelvic inflammation, pelvic infection. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of salpingitis ("pelvic inflammation / pelvic infection / pelvic inflammatory infection / papanicolaou and vaginal ultrasound confirmed that her fallopian tubes are very inflamed and red") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("more painful periods"). In 2015, the patient experienced pelvic pain ("pelvic pain / pelvic pain chronic") and dyspareunia ("pain during sexual intercourse with her husband"). In (B)(6) 2018, the patient experienced uterine inflammation ("began to feel a lot of inflammation in her uterus"), gastritis ("began to feel a lot of inflammation in her stomach"), back pain ("back pain") and pelvic discomfort ("lot of pressure in the pelvis"). In 2018, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) with feeling abnormal. On an unknown date, the patient experienced erythema ("redness"), abdominal distension ("pelvic swollen / stomach swelling"), fatigue ("tired"), polymenorrhagia ("much heavier periods / heavier cycle bleeding / excessive and frequent menstruation with regular cycle") and perineal pain ("perineal pain"). The patient was treated with antibiotics and antiinflammatory/antirheumatic products. Essure treatment was not changed. At the time of the report, the salpingitis, erythema, abdominal distension and fatigue had not resolved and the polymenorrhagia, dysmenorrhoea, pelvic pain, perineal pain, dyspareunia, uterine inflammation, gastritis, back pain and pelvic discomfort outcome was unknown. The reporter provided no causality assessment for abdominal distension, back pain, dysmenorrhoea, dyspareunia, erythema, fatigue, gastritis, pelvic discomfort, pelvic pain, perineal pain, polymenorrhagia, salpingitis and uterine inflammation with essure. The reporter commented: consumer stated that she went to the hospital 3 times since february, and went to four clinics. She explained that at first they thought that this was problems with her organs, and twice she was sent to emergency, but they couldn¿t find out what was wrong. Furthermore the consumer informed that her doctor and her colleague, after all my examinations and results, have reached the conclusion that the implants will have to be removed because her daily life and her sex life are being so badly affected. Physician said he is going to remove the essure with surgery in end of july, but she doesn¿t have financial means since she was not working and her income is very low. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2018: fallopian tubes are very inflamed and red; on (B)(6) 2018: normal. Ultrasound scan - on (B)(6) 2018: normal. Ultrasound scan vagina - on (B)(6) 2018: fallopian tubes are very inflamed and red papa smears 3 or 4 times, and vaginal us about 3 times and the results said it was not viral nor bacterial. In 2015 - implants were in the right place. In 2018 she was suggested to the doctor at one clinic that they should give her a vaginal ultrasound and after a lot of blood and urine tests, the found pelvic inflammatory infection. They arranged for her to have a papanicolaou test to find out which bacteria or viruses or malignant cells were causing this illness. On (B)(6) 2018 she had all the papanicolaou tests and even blood and urine tests. After 10-15 days, they sent the results and still found nothing but the inflammatory infection. Most recent follow-up information incorporated above includes: on 20-jun-2018: lab data information and treatment drug were provided, and the events ¿polymenorrhagia¿, ¿painful periods¿, ¿pelvic pain female¿, ¿perineal pain¿, ¿painful intercourse¿, ¿uterine inflammation¿, ¿stomach inflammation¿, ¿back pain¿ and ¿pelvic discomfort¿ were added, and the event ¿pelvic inflammation¿ was amended with new information and recoded to ¿salpingitis¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.